Event description:
It was reported that the user experienced hyperglycemia after forgetting to announce or dose for a meal while using the ilet system, consistent with a user procedure issue related to the user interface. Symptoms include insufficiently characterized clinical effects due to limited available details. Outcomes included an undetermined impact due to insufficient information after several attempts to obtain additional information. Investigation included communication with the user and analysis of information provided. Investigation of this case revealed no device problem and identified a usage problem, specifically an improper or incorrect procedure consistent with failure to follow instructions, involving the user interface. It was concluded, based on previously established findings for similar reports, that the cause was failure to follow instructions leading to an unintended use error.